Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation.the most probable cause of the complaint cause not established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white tube and unknown material in the biopsy channel and auxiliary water flow had debris around the channel port. There was no patient involvement.